Manufacturer narrative:
(B)(4). Additional concomitant medical products: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead; model #: sc-4318, serial #: (B)(4), description: clik x anchor.

Event description:
A report was received that the patient had a small opening and an infection at the pocket site. The physician reviewed and addressed the symptom with antibiotic. It was noted that the pocket had again opened. It was unknown as to the cause of the infection. It was also reported that the doctor specialists felt that the device had created an issue of an impacted bowel for the patient. They were unsure as to the cause of the impacted bowel and if it was related by the device or the procedure. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a small opening and an infection at the pocket site. The physician reviewed and addressed the symptom with antibiotic. It was noted that the pocket had again opened. It was unknown as to the cause of the infection. It was also reported that the doctor specialists felt that the device had created an issue of an impacted bowel for the patient. They were unsure as to the cause of the impacted bowel and if it was related by the device or the procedure. The patient will undergo an explant procedure.